Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this report 2017865-2014-00701, the same issue was reported as 2017865-2013-07122.

Event description:
It was reported that left ventricular lead dislodgement was confirmed via x-ray. The lead was successfully repositioned.